Manufacturer narrative:
Corrected field : device available for evaluati complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted. The device was returned for evaluation. The sample was visually inspected and had no visual abnormalities; although it was noted the tips were different sizes. A multimeter was used to measure the resistance between two points along each tip. The device performed as intended and met specifications. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affilliate, isocool forceps tips malfunctioned. After changing the tips, forceps again coagulated. One of the tips was broken. There were no reports of delay or patient harm.